Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a foreign material was attached to the cap, at the tip of the obturator. There was no reported patient injury.

Event description:
It was reported that a foreign material was attached to the cap, at the tip of the obturator. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a foreign material was attached to the cap, at the tip of the obturator. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. The quantity affected is one. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Investigation summary: one ponsky nbr obturator was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for specific failure mode, as the sample obturator was received with some flash was observed on the protective plastic tip. The definitive root cause was determined to be supplier related where the flash from the molded parts was not removed after processing. The complaint due to ¿foreign material was attached to the cap¿ was confirmed. According to the photo visual evaluation performed and bpv investigation was conclude that the obturator had an excess of material apparent flash and since this is a supplied component, the cause of this condition is supplier related. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.